Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges insulin leaked out of the insulin cartridge. Caller reported he noticed insulin in the cartridge compartment. According to customer cartridge is leaky at connector (rings). No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The customer had returned a second cartridge of the same lot number, which was also verified by the manufacturer's investigative unit.